Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material was observed in the catheter and extension lines. Visual analysis did not reveal any defect or anomalies on the returned catheter. When the sample failed functional leak testing, the location of the leak was further inspected. A very small hole adjacent to the juncture hub was noted. This damage is consistent with unintentional contact with sharps. The total length of the catheter measured to be 5.125" which is within specifications of 4.8125"-5.1875" per product drawing. The inner diameter of the distal extension line measured to be 0.057" which is within specifications of 0.055"-0.059" per product drawing. The outer diameter of the distal extension line measured to be 0.08605" which is within specifications of 0.084"-0.088" per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the proximal extension line measured to 0.056"; which is within specifications of 0.055"-0.059" per product drawing. The outer diameter of the proximal extension line measured to be 0.08570" which is within specifications of 0.084"-0.088" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution to establish patency and prime lumen(s)." Both extension lines flushed as expected. Both lumens were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter was attached to the leak tester , the distal tip was occluded, and the leak tester was turned to 300 kpa for 30 seconds. A leak was detected when testing the proximal extension line directly adjacent to the juncture hub. Therefore, the sample did not pass functional leak testing. A manual tug test confirmed both extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, requirements, but did not pass functional leak testing performed per bs en iso 10555-1. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error - contact with sharps caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.